Event description:
It was reported that occlusion alarms occurred. Customer declined to provide any additional information. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.